Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon review, it was noted that the pacemaker (pm) exhibited premature battery depletion. The pm was explanted and replaced. The patient was in stable condition.